Event description:
It was reported that the patient presented to the clinic. It was noted that the patient's right ventricular (rv) lead exhibited high capture threshold. Diagnostic imaging confirmed that the rv lead was dislodged. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the helix of the right ventricular lead failed to extend during the revision procedure.

Manufacturer narrative:
The complaint of helix mechanism issue was confirmed. The reported event of dislodgement and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Final analysis found the inner coil inside the connector region was overtorqued. Examination of the helix mechanism found no anomalies or distortion that would have contributed to the helix mechanism issue reported in the field. After cleaning and cutting lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the inner coil being overtorqued and helix being clogged with blood/tissue. No other anomalies were found.